Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the stylet could not be removed from the screw. No further information provided. This report is for one (1) viper prime cfx fen x-tab polyaxial screw 5.5 7 x 50mm. This is report 1 of 2 for (B)(4).